Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2318500, model:sc-2318-50, batch/ serial:(B)(4).

Event description:
It was reported that the patient experienced right flank pain even when the stimulation is on or off. Programming was unable to accommodate this flank pain. X-ray revealed lead migration. The patient underwent an explant procedure. All explanted device components were disposed by the facility.